Event description:
Pt status post rib plate implantation, ribs 6 to 9, on an unk date returned to surgeon. An x-ray showed the plate at rib 9 was broken. Surgeon does not plan to remove the hardware.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Device was not explanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or no lot number provided. Synthes is unable to determine mfg date without a lot number.